Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Leak failure the analysis results found that device (a) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h92l5n (mfg date 11/04/2011; exp date 10/04/2016).

Event description:
It was reported that during a laparoscopic sigmidectomy procedure, air leaked. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.